Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that the buttons do not respond. The customer sent the product back for analysis.

Manufacturer narrative:
The pump had intermittent button response due to moisture damage on the keypad traces. The pump was received with a severely scratched display window, cracked battery tube threads, a cracked reservoir tube lip, a missing end cap sticker and a bleeding lcd.